Manufacturer narrative:
The device was not returned for investigation. The manta device was successfully implanted. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was deployed for closure. The physician met resistance inserting the bypass tube through the hemostatic valve of the manta sheath. The physician was able to complete the closure with the manta without further complication and hemostasis was immediate. The complaint has been associated for further investigation, lot review and other testing.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a manta deployment, the physician had resistance inserting the bypass tube into the manta sheath. He was able to complete the manta deployment without incident and had immediate hemostasisadditional information received on 04oct2021: there were no issues with advancing or withdrawing procedure sheaths prior closure. It was reported that the physician experienced moderate resistance pushing in the bypass tube through the manta sheath. The bypass tube did not buckle or bend. It would not go all the way into the sheath. The physician held the bypass tube in the sheath while advancing the manta device with his other hand. It did not seem to affect the manta device and the sheath locked on both sides. Current patient condition is reported as fine.